Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance had increased and the superior vena cava (svc) coil had high out of range impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.